Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited early battery depletion following a capacitor reformation at implant. The ICD was not implanted and will be returned to cpi.